Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the chuck jaw was broken. The drill chuck and seals were replaced and general service was executed. Device repaired and returned to the customer on (B)(6) 2013. Placeholder.

Event description:
Customer reported that (B)(6) chuck for trs did not work. This is report 1 of 1 for event# (B)(4).